Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -4.5/2.5/071 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2024. The patient experienced excessive vaulting. On (B)(6) 2024 the lens was explanted and on this same date replaced with a shorter length lens and the problem was resolved.